Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an atrial appendage (heart-ear) -resection, when checking the staple line after stapling, the surgeon saw a leak in the middle of the staple line. The patient was returned to the bypass machine (heart-lung machine) and the staple line was oversew to resolve the issue. The surgical time was extended 45 - 60 minutes longer due to the product problem.